Manufacturer narrative:
The reported device was received for evaluation. A visual evaluation showed the device was not returned in original packaging. The anchor is still inside the insertion rod. The insertion rod is bent and deformed from a grasper. The sutures are still through the cannula and out the cleat. The cleat is fully extended from the handle. A functional evaluation showed the deployment handle is locked and will not deploy the anchor. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states no further risk to the patient is anticipated as a result of the additional bone hole. The root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force during use or use of sharp instruments to manipulate the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair surgery, the q-fix suture anchor failed to deploy. The procedure was completed with less than a 10 minute surgical delay using a back up device in additional bone hole. No further complications were reported.